Event description:
Complaint ID: (B)(4)

Manufacturer narrative:
The following complaint information was provided to maquet cardiopulmonary: ¿pump disposable error" occurred during clinical use. The error occurred when the circuit was replaced. The device was subsequently replaced with an ECMO device from another company. The hls set had already been destroyed and could not be recovered. We are currently investigating the lot number and will report back as soon as we know. We have exchanged the equipment for a replacement unit and have pulled it up and will report back after a thorough examination.¿ the affected disposable product was disposed by the customer thus it was not possible to perform a technical investigation at the laboratory of the manufacturer. The production records of the affected hls module were reviewed. Following tests are performed according to the bop: - mounting pump module. - functionality test hls module (sensors and pump). - final product check. According to the final test results, all oxygenators passed the test as per specifications. According to the related cardiohelp device complaint # (B)(4) the field service technician confirmed that the most probable cause of the reported failure was an user error of the customer. The customer did not set the rpm's to zero when removing the hls disposable module from the cardiohelp device and was installing new disposable without setting the rpm's back to zero. Thus the reported failure "pump disposable error" was confirmed according to the log files of the cardiohelp device but was most probable not associated or contributed by a product related malfunction. Furthermore in the IFU of the cardiohelp device is stated that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device and to not remove the disposable product during normal operation. Additionally, in reference of the current IFU hls set advanced the following is stated in chapter 5.3.1 safety instructions for the oxygenator: incorrect installation of the hls module advanced can lead to device malfunction. This can endanger the patient. - use the device only together with the device cardiohelp-I. - install or remove the device only when the pump of the cardiohelp-I is at a standstill (0 rpm). - ensure that the device is fitted onto the device correctly and securely fixed, to eliminate the risk of magnetic decoupling between the drive and the centrifugal pump. The customer will be informed via the ssu about the investigations results. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4115.

Manufacturer narrative:
The investigation of the manufacturer is ongoing.

Event description:
Pump disposable error" occurred during clinical use. The error occurred when the circuit was replaced. The device was subsequently replaced with an ECMO device from another company. The hls set had already been destroyed and could not be recovered. We have exchanged the equipment for a replacement unit and have pulled it up and will report back after a thorough examination. No harm was reported. Complaint ID: (B)(4). Connected to cardiohelp complaint# (B)(4).